Event description:
Boston scientific received information that this pacemaker was checked in (B)(6) of 2014 and indicated it had 1.5 years of remaining longevity. The device was checked in (B)(6) of 2015 where it was discovered that elective replacement indicator (eri) had been declared on (B)(6) 2015. The boston scientific field representative reported that during the device check, auto capture was noted with a 5.0 volt output. The device had spent some time in retry with an output of 3.5 volts. The device was subsequently explanted for normal battery depletion.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.